Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of failed intuitive motion. The instrument was placed and driven in-house system and passed the recognition and engagement tests. This instrument¿s grip tips were not moving intuitively, i.e., they were not following the mtm input commands smoothly. The grip tips were not opening and closing properly. Manual articulation of the inputs found the instrument to have imprecise motion. The grips clip test was performed and failed three times. The housing was removed, and the grip cable was found to be loose. The root cause is a loose grip cable. The instrument was found to have a loose grip cable at the proximal end, likely caused by a broken input shaft. As a result of the breakage, the grip cable became loose. The root cause is a broken input disk. The instrument was found to have an input disk broken. Input disk #7 was found broken into pieces inside of the housing. The root cause of broken instrument input disks is typically attributed to mishandling/misuse. A review of the instrument log for the instrument (part # 470230-12/ lot# n10210316 0217) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) with 41 uses remaining. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument did not close completely. A backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.